Event description:
Customer reported experiencing a cartridge alarm, which did not adversely impact blood glucose levels. Despite guidance from technical support on using a new cartridge, the issue persisted, leading to a decision to replace the pump. The customer will use a backup insulin pump until a replacement with updated software arrives. The customer was informed about steps for returning the defective pump, including putting it in storage mode, and acknowledged the instructions provided by technical support, such as programming pump settings and connecting the cgm to the new pump.